Manufacturer narrative:
Additional info indicated that the products were new. After removal from the package or during prep, the products were not damaged. Two non-cordis sheaths (st. Jude medical's) were inserted and used, an 18french sheath was used from the left side, and the 12french from the right side. Neither sheath was placed at an acute angle. After removal, the sheath, stent nor delivery system was damaged. All devices were flushed at all times. The access site was unk, but the target vessel was moderately calcified and 85% stenosed. No further info was available. The products will not be returned for analysis. Additional info will be submitted within 30 days of receipt.

Event description:
The procedure was implantation of aaa (abdominal aortic artery) stent graft. The target vessel was moderately calcified, and 85% stenosed. The common iliac artery was narrow and heavily tortuous, and the vessel right below the renal artery was also heavily tortuous. The palmaz stent p4010 was used for treating the endoleak (type 1) observed after the stent graft (excluder, goatex) implantation. The p4010 (complaint product no. 1) was delivered mounted on the maxi balloon 25mmx4cm from the left side of the stent graft, and it was stuck and stopped advancing inside the sheath when advancing in the iliac artery. The physician attempted to advance the delivery system with the sheath as a unit, but canceled immediately as the physician claimed pain. Finally the delivery system was removed with the sheath as a unit from the pt. Delivery of another new p4010 (complaint product no. 2) was attempted again from the right side, however, large resistance was felt in the sheath and the stent was dislodged in the sheath. The sheath was removed from the pt. Three stents (30mm aorta extender) were placed finally, and the procedure was ended despite the endoleak could not be treated completely. There was no pt injury.